Event description:
It was reported by the affiliate that the (10) ems device were collected by the hosp and the only info available is that the ems devices had jammed staples. No further info is available concerning the number of cases or products involved in each case.